Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when they turn the ins on in the morning, they have to turn the ins on and off 3-4 times on the left side before the ins will fully engage to help the tremors on the left side. Caller states he has never had this issue before. They confirm it is saying on and off correctly.